Event description:
Healthcare professional reported unknown side "patient has rupture of prosthesis, pain in both breasts requiring removal." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported ¿cysts (ndr) smaller than 0.5 cm¿ and ¿minimal amount of fluid around the implants with no clinical significance (seroma-late).¿